Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after the lvad was implanted, the patient's course was uncomplicated until she was transferred to a step down unit on (B)(6) 2014. On (B)(6) 2014, the patient began complaining of abdominal pain in the right upper quadrant and presented with a fever. Blood cultures were drawn and were positive for gram negative rods and gram positive cocci, and antibiotic therapy was started. On (B)(6) 2014, fevers and pain continued and the driveline and sternal wound sites began to drain purulent fluid. On (B)(6) 2014, the patient was taken back to the or for an exploratory laparotomy. Fecal matter was found leaking from transverse colon perforation. Fecal matter had leaked into the abdomen and the pump pocket. The driveline was contaminated with fecal matter and pus. The area was washed out in the operating room. The patient's assay was positive for heparin induced thrombocytopenia. On (B)(6) 2014, a ramp study was performed to evaluate the function of the pump, and it was noted that at 12000rpm, the aortic valve remained open. No flow was visualized through the inflow conduit with the color doppler. Pump thrombus was suspected. On (B)(6) 2014, the patient was taken back to the operating room for another abdominal and pump pocket wash, and fecal matter was found leaking from the bowel perforation. A right hemicolectomy was performed. The patient's kidney function declined. The patient was on total parenteral nutrition, empiric broad spectrum antibiotics, vasopressin, norepinephrine, and epinephrin. It was reported that the surgeon believes that the bowel perforation was a result of the patient's hematocrit. The hematocrit and septic clinical picture had caused the pump to clot off. The physician reported on (B)(6) 2014, that no alarms were active. The estimated flow reading was 12 or higher. A decision was made to disconnect the pump, and on (B)(6) 2014, the percutaneous lead was cut at the exit site during an abdominal wash-out.

Manufacturer narrative:
The pump is not available for evaluation, as it was not explanted. The report of suspected thrombus could not be confirmed through this evaluation. A full analysis of the device could not be conducted and a root cause for the reported event could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this report.